Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described by the physician as caused by "external factors". The peritonitis was manifested by abdominal pain. It was not reported if the patient was hospitalized for the peritonitis event. Treatment was not reported. Dianeal therapies were ongoing. At the time of this report, the outcome of this peritonitis event was not reported. It was not reported if the patient was retrained on the proper aseptic technique. Additional information was unable to be obtained.